Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth difficult to read possibly (B)(6) 1937. Additional common device name: hwc. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 6725216 of 11.0mm ti helical blade 100mm was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record determined the raw material lot 6650254 met all specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a titanium femoral nail system implanted on (B)(6) 2012 at (B)(6) hospital in (B)(6). Later on (B)(6) 2012, it was discovered through diagnostic imaging that the device had a complete mechanical failure requiring additional revision and replacement. On (B)(6) 2012, the patient was admitted to (B)(6) hospital to undergo the necessary revision surgery to remove and replace the broken femoral component. Prior to the revision it was reported that when the patient was seen by his doctor they noted that the patient fractured his trochanteric fixation nail (tfn) proximally through the helical blade hole. The also had increased varus deformity this is report number 2 of 2 for (B)(4).